Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe¿ luer slip with needle the plunger was difficult to move. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the hospital received 16,000 syringes in the geriatric department, and 10 syringes were reported to have plunger movement difficult issue."

Event description:
It was reported when using the bd syringe¿ luer slip with needle the plunger was difficult to move. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the hospital received 16,000 syringes in the geriatric department, and 10 syringes were reported to have plunger movement difficult issue."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.